Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the patient is running into an issue where he is down to the last tubing for the cadd solis pump. Purchased a new set but the pump errors out. Customer is not sending back the product and asked this case to be close since he'll work with other suppliers. No patient injury was reported.